Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The patient did not experience any adverse consequences and no further information was available.

Event description:
New information received reported that programming changes were made.